Manufacturer narrative:
Received one device, able to confirm just by turning on the pump and viewing the history and there was a primary alarm that was listed also. During the investigation the (acu watchdog failure & primary audible alarm (post) power on self test) açu watchdog failure: self-test has found that the acu watchdog alarm signal is active. Check connections from main pcb to interconnect pcb and from interconnect pcb to speaker. Replace speaker if wiring is intact.¿ after all was tested and verified the mainboard was replaced software installed. Device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device was getting system, watchdog failures, and travel errors. The event occurred while infusing. There was no patient harm.